Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a blood leak occurred and the hemodialysis (hd) machine did not alarm. It was reported that blood was noted on the dialyzer post treatment. It was unknown if the leak was internal or external or if blood test strips were used. The amount of blood loss was unknown. Upon follow-up, the charge nurse stated that the blood was discovered from the hansen connectors after a patient's hd treatment. The machine did not alarm. The patient completed treatment on the machine without issue and did not develop any symptoms, injuries, adverse events, or required medical intervention as a result of the reported event. The exact amount of blood loss was unknown but reported to be ¿a small amount¿. There was no defect or damage seen on the dialyzer and there was no leak or blood noticed on the dialyzer. The hansen connectors were soaked in bleach as a disinfecting method and the machine is not back in service at this time. No machine parts are available to be returned. There was no visible damage on the hansen connections. The dialyzer is not available to be returned to the manufacturer for evaluation because it was discarded.

Manufacturer narrative:
Correction: b7

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Four lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.